Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator's pump generated a loud noise. The patient was transferred to another ventilator without harm. Additional information was requested.

Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the pump manifold and the device then passed all testing.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to contamination. If information is provided in the future, a supplemental report will be issued.